Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. There was nothing in the event history log (ehl) pertaining to customer reported product problem. The reported issue was confirmed during inspection. There was a ceramic cap on the interconnect board that was smoked and cracked. The pump had a third-party battery installed. This battery was not intended for use on the pump. The investigation determined that the root cause of the product problem was a user interface issue. The interconnect board and battery were replaced.

Event description:
It was reported that the battery on the medfusion pump was smoking and needed repair. There was no patient involvement.